Event description:
During a follow-up loss of capture and decreased impedance were observed. At a subsequent date, high impedance and still loss of capture were observed. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.